Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous ion selective electrode (ise) patient results on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. The customer stated the qc recovery was within specifications prior to the event. There was no change in patient treatment in association with this event.